Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1430mg/dl. The customer stated that she had a severe infection and did not have food to eat the whole day. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.